Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the caregiver performing continuous ambulatory peritoneal dialysis (capd) was not properly trained. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancogen (1 g; route, frequency, and duration not reported) and ceftazidime (2 g; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. It was also not reported if the caregiver was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was treated with ceftazidime one gram (previously the dosage was reported as two grams) for the peritonitis event. On an unreported date, the patient had clear effluent fluid and was considered recovered from the peritonitis event (previously the outcome was reported as recovering). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.